Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: this x-ray system had the table vertical at 90 degrees. The operator gave a tilt command to put the table into the horizontal position. The stand went to the horizontal position without any problems. Next, the operator gave a command to put the table in a lower position in order to allow a pt to go onto the tabletop. But instead of going down, the table began to tilt. As soon as the operator saw this behavior, he released the command and the stand stopped moving. Afterwards, certain stand movements did not react immediately to a given command. The system was restarted and there were no further problems.

Manufacturer narrative:
The logfiles were analyzed, but no info was found related to the problem. The investigation found no root cause. The system after this event continued to operate within specs.